Event description:
It was reported that the device was set to 37 degrees centigrade, but the temperature gradually decreased and rewarming did not occur. The device was re-booted three times but the issue was not resolved. The device was replaced. No reported pt effect. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional info becomes available.